Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently shutdown unexpectedly. Additionally, it was reported that the battery gauge was fluctuating intermittently. The customer continued to use the pump for insulin therapy. Customer's blood glucose reached 377 mg/dl.